Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. A correlation between the hornet sting and the hi channels seems unlikely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet for investigation.

Event description:
In approximately (B)(6) 2023 the user was stung by a hornet. Reportedly, the user has no auditory sensations with the device since. The user has been re-implanted.

Event description:
In approximately september the user was stung by a hornet. Reportedly, the user has no auditory sensations with the device since. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.